Event description:
It was reported that during the atrial pace/sense lead implant procedure, during attempt to extend the tip of the atrial pace/sense lead, the physician checked the lead and found that the site that was pinched by the pinch-on tool had bent, and noted the tip was unstable. The atrial pace/sense lead was exchanged for a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. The connector of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.